Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient was admitted into the hospital for a hematoma of the device pocket. This hematoma led to pocket infection. This hematoma was suspected to be due to internal pocket bleeding. This device has been explanted and the patient has been treated for this condition. A new device and system was said to be implanted again at a later time. No further adverse patient effects have been reported. This device is not expected for return. Should further information be provided, an updated report will be submitted.